Manufacturer narrative:
Correction: section d6 date of implant should have been (B)(6) 2019 instead of being blank in the initial report. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-30884, 1627487-2020-30886. It was reported the patient was experiencing pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.